Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received with regard to a 4" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer that tore during use. The reporter stated that "this hospital has reported several instances of our item mc33150 with the silicone stuck down. Most of our product complaints investigations concluded that the reported issue was likely due to an incompatible mating device. However, our device mc33129 is most commonly connected to mc33150. Despite several IV assessments to test all product in the storeroom for incompatibility with microclave, we have not been able to identify any incompatible sets that could be contributing to the issue. We¿d like for you to test the male luer of mc33129 for any anomalies that could be contributing to tears and stickdown on the connecting microclave." The event date unknown. There was patient involvement, no patient harm.

Manufacturer narrative:
One used. List #mc33129 was returned for evaluation. As received no physical damage or anomalies are observed. The male luer was measured and meets iso specifications. No mating device was returned for evaluation. Unable to confirm the customer complaint of "the male luer causing stick down and cracking and leaking." The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.